Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loss of range of motion or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected medical device, component, and investigation clinical codes.

Event description:
It was reported via legal documentation that approximately 15 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, joint pain, joint swelling and stiffness, limited range of motion, loss of mobility, tissue damage, revision surgery, polyethylene wear, and synovitis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Pending investigation. D10: concomitant devices: 6608156 02-020-11-0350 - truliant ps cem fem ps cem right sz 5. 6669627 02-012-60-1425 - tru stem ext 14mm x 25mm. 6716473 200-02-35 - three peg patella 35mm. 6900839 02-022-45-5045 - truliant tray, cem sz 5f/4.5t.